Event description:
Patient reported that he was looking over the tubing and a leak was discovered near or at the port. I had them power off their pump and clamp the line. I told them to follow the instructions they were given for cleanup. Medication being infused was an unknown chemo medication. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.